Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) white male patient presenting with non-ischemic cardiomyopathy for hemodynamic support with the impella 5.0 device. The pump was delivered successfully, however, the patient's condition deteriorated over the next week. The physician noted signs of mitral regurgitation, however, an echo was found no evidence of free leaflets or torn chordae. The decision was made to withdraw care due to patient's bi-ventricular dysfunction and the pump was removed. The physician alleged the impella may have played a role in the patient's mitral regurgitation.